Event description:
It was reported that balloon rupture occurred. The 60% stenosed target lesion was located in the moderately tortuous and severely calcified descending artery. A 4.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres for 7 seconds, the balloon burst. The procedure was completed with another of the same device. No patient complications as a result of this event and the patient full recovered post-procedure.